Event description:
During a standard treatment, a dental electrical handpiece got hot and burned the pts cheek on 2 locations to the diameter of 2mm and 3mm. The pt received some otc anbesol ointment for the burn. No further medical care was necessary.

Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned the pts cheek on 2 locations to the diameter of 2mm and 3mm. The pt received some otc anbesol ointment for the burn. No further medical care was necessary. The analysis did show that the head had been dented at the backcap. This caused the back cap button to stick in which caused internal friction and as a result the strong increase of temp. Experience shows that this is usually the result of a strong hit like e.g. A drop during the reprocessing. In addition the bearings have been gritty which could be normal wear or possibly stronger wear caused by the heat. During the test run the heat up was reproducible. The user instruction requires a visual and functional inspection prior to each treatment which shows if device is running out of specification and is hence mandatory. Reported due to the 2 yr presumption rule.